Manufacturer narrative:
H3 - type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
(B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens -9.5/1.5/18 (sphere/cylinder/axis) was implanted vertically into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged for a same model/ length lens that was implanted horizontally due to low vault. The exchange resolved the problem. Cause is reported as unknown.